Event description:
The user facility reported a 67-year-old male in pre-operation placement was implanted with an impella 5.5 for mechanical circulatory support. The automated impella controller (aic) was showing a controller failure alarm that would not shut off. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The reported failure mode was unable to be reproduced. However, dextrose deposit was found on the purge system, and the purge door was not able to open smoothly, most likely due to the dextrose deposit on the purge door hinge, which is unrelated to the reported failure mode. The root cause of improper shutdown was not determined due to the inability to reproduce.